Event description:
It was observed that during the device evaluation, the ultrasonic probe exhibited a twisted insertion sheath. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: stress was applied to the tip sheath while it was being driven, and that the internal blade (flexible shaft) could not be driven properly, causing the insertion sheath to become entangled, resulting in the twisting. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.